Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a drainage catheter treatment procedure, a stent fracture occurred. The patient presented for this procedure due to a history of uterine carcinoma and bilateral nephrolithiasis. The patient had existing nephrostomy tubes in both kidneys. A 8/22 us temp tip ureteral stent was selected and placed in the left ureter. During placement, the stent fractured just beyond the proximal pigtail. The fracture was identified immediately on fluoroscopy. The physician did not know the cause of the fracture. The nephrostomy bag was reconnected. However, the next day it was found that the kidney was draining normally to the bladder, so the stent was left in place. Per the site, it was an uneventful procedure and the patient discharged okay.